Event description:
A pt underwent a therapeutic procedure for treatment, placement of a plastic biliary stent in a biliary wallstent. The non-covered wallstent had been placed from the right hepatic duct to ductus hepaticus communis for approx 8 months. The inside of the wallstent had become blocked due to tumor growth. The clinician attempted to place the flexima biliary stent however the guide catheter stretched and the guidewire became stuck in the guide catheter. With some manipulation the guidewire and guide catheter were pulled to facilitate successful release and placement of the stent. The pt did not sustain any reported complications or ill effects due to the guidewire fit issue with the stent. The pt condition is reported to be 'ok'.